Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not performing x-rays immediately after the procedure to confirm placement and implanting a damaged neurostimulator have been ruled out as potential causes. Additionally, the patient having contraindicating conditions was ruled out. However, a coil was not used to secure the neurostimulator. Per 05-20200, freedom pns neurostimulator instructions for use rev. 7, "coil the remaining receiver portion after the knot into a small diameter coil. Tie two non-absorbable sutures to permanently form the receiver coil. Tuck the end of the receiver coil underneath the coil to avoid protruding edges. This may mitigate potential pocket complications associated with erosion." The stimulator is used to treat pain. Although erosion was not confirmed, inadequate fixation was identified as a coil was not used to secure the neurostimulator (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported the device eroded through the skin. However, the patient was seen in the office by the physician, and it was determined that there was no device erosion through the skin. The neurostimulator remains fully intact in its original intended location of the ips nerve target and the patient is doing well.